Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 08-mar-2017 replaced both stator and rotor seals on injection valve to correct issue. I ran a dilluted sample before and after replacing seals for comparison and areas shot up. I calibrated and ran qc with no low areas. Instrument is working fine. The most probable cause of the reported event was a clogged stator seal.

Event description:
On (B)(6) 2017 the customer reported low total areas on calibration with their hlc-723g8 analyzer. Ts (technical support) asked them to replace the column and rerun calibrators and report back. After installing new column, called back, still has low tas on calibration/calibration failure. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.